Event description:
A 18 mm diameter x 22 mm diameter x 8.5 cm aneurx iliac extender cuff stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the stent graft was correctly placed without difficulty. It was reported that while the delivery system was being retracted, the inner member (with the tip attached) detached from the middle member bond within the handle. The outer portion of the delivery system was removed from the patient. Then the physician was able to grab the end of the middle member tubing (with the tip attached) successfully removing it from the patient. No further clinical sequelae were reported. Medtronic has received the stent graft delivery system and its investigation is pending.